Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h11.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that in cardiosave intra aortic balloon pump(iabp) helium level in the cylinder had dropped to about half during pre delivery check. There was no patient involved.